Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Additional observations were as follows: the device is returned loose in the carton. The lens stop and the plunger stop has been removed. The correct nozzle confirmed on the device. Viscoelastic is observed in the device. The plunger and the lens are advanced into the mid nozzle. The plunger is at the trailing optic. Both haptics are extended straight we are unable to determine the root cause for the reported complaint "plunger stiffness and tightness." Both haptics were observed straight. Straight leading haptics are not a product malfunction. This is an acceptable position per the diagrams provided in the dfu. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that the plunger on a preloaded device had stiffness and tightness when he started to proceed. The leading haptic was also straight. Additional information has been requested.